Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct the tip of the device became torn after being advanced down the endoscope. While trying to cannulate, the catheter's tip twisted. The procedure was completed with the use of an autotome. The patient's condition is reported to be good.

Manufacturer narrative:
.